Event description:
It was reported that a repeat angiogram revealed thrombosis of the lad stent that was treated with ptca and thrombectomy. The patient developed ventricular fibrillation refractory to at least 4 attempts at electrical defibrillation. Additional stent was deployed and thrombectomy was performed with return of timi 3 flow. Intra-aortic balloon pump (iabp) was placed to maximize coronary perfusion. In the cath lab, the patient received 4 units of packed red blood cells (prbc) and 5x 25% albumin. Hypotension requiring iabp insertion requiring 4u vasopressors and epinephrine for several hours before weaning off. Iabp removed on day 2 with no complications. Patient was extubated to high flow nasal cannula. Increased cardiac enzymes were noted post procedure.